Manufacturer narrative:
Qc had been running low but within the established ranges. Service remediation was performed on (B)(4) 2011. The field service engineer (fse) inspected the sample. The sample was full draw and some sediment was observed when tube was fully tilted. The sediment did not appear to be fibrin but more like a milky lipid disturbance. The fse discussed twice weekly cleaning and the glucose cup maintenance. The cup was clean and stir bar operation was as expected. No bubbles were noted during reagent syringe prime. Wash collar was clean and probe alignments appeared good. The customer performed control runs and necessary calibrations. The root cause for this event could not be identified.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneously low glucose (glucm) result generated by unicel dxc 600 pro synchron chemistry analyzer. The result was not reported out of the laboratory. The result was obtained by running samples in duplicate, and the results did not match. Repeat testing produced consistent results. There was no change to patient treatment or diagnosis.